Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure. The exact procedure date was unknown. It was reported that the problem of the device was unable to deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: a mantis clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems were noted. The reported complaint of clip failure to release from catheter was confirmed. Upon analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure. The exact procedure date was unknown. It was reported that the problem of the device was unable to deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.